Manufacturer narrative:
Event date: date is approximate. Other applicable components a product ID 3889-28 lot# va1yvqr, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. [Omitted information from (B)(4): different device detected] the patient reported they had a fall and after the fall the implant wasn't working for them no matter what setting they tried so they had surgery to replace the device. Additional information was received. An operative not was received stating the lead had failed and was replaced, the ins had been forwarded/connected to a new lead. No further complications were reported or anticipated.